Manufacturer narrative:
The tip cover accessory was not returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information becomes available, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci si surgical procedure, arcing was observed to have come from the monopolar curved scissors instrument with a tip cover accessory installed. No patient injury was reported.